Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina and elective left percutaneous coronary intervention (pci) was performed. The 75% stenosed, 20x3.0mm, eccentric, type b2, diffused target lesion was located in the moderately calcified proximal left anterior descending artery. The lesion was treated with predilation and placement of a 3.00x28mm promus element ¿ drug-eluting stent at 14 atmospheres. Following post dilation, visual residual stenosis was 0% with timi 3 flow. The procedure was then completed. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2016, the patient presented with myocardial infarction. The treatment to myocardial infarction was dosage treatment and pci to first diagonal where the stenosis rate was over 70%. Eight days after, the patient's symptoms were improved.